Manufacturer narrative:
The patients' demographics such as age, date of birth, sex and weight were not supplied. (B)(6). Service was not dispatched for this event. Additional system performance testing such as high sensitivity system check, carryover, and pipettor matching met specification. The access toxo igg reagent was not returned for evaluation. (B)(4). The cause of this event could not be determined with the information currently supplied. All mdrs associated with this report are: 2122870-2015-00769, 2122870-2015-00770, 2122870-2015-00771, 2122870-2015-00772, 2122870-2015-00773, 2122870-2015-00774, 2122870-2015-00775, 2122870-2015-00776, 2122870-2015-00777, 2122870-2015-00778, 2122870-2015-00779.

Event description:
The customer reported obtaining either reactive or equivocal igg antibodies to toxoplasma gondii (access toxo igg) results for fourteen patients on the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)) this report addresses the reactive access toxo igg results obtained for one (1) patient sample on (B)(6) 2015. The access toxo igg result was released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The patient's sample was reanalyzed on the same unicel dxi 800 access immunoassay system on (B)(6) 2015 and recovered with non-reactive access toxo igg results. Calibration, qc (quality control) and system check were all performing within assay and instrument specifications. No hardware errors, flags or other assay issues were reported in conjunction with this event. The customer did not provide any information regarding sample collection, sample handling or sample processing. No issues with sample integrity were reported by the customer.